Event description:
It was reported that, the patient initially contacted support regarding a dexcom g7 but mentioned attempting to correct a high blood glucose by announcing a meal. The patient was advised that announcing a meal without actually eating could confuse the device and potentially cause a low blood glucose event, and to only announce meals when consuming food. The patient acknowledged the guidance and stated they would monitor blood glucose levels. The high blood glucose episode lasted approximately one hour and caused muscle cramping. There was no backup therapy, ketone testing, recent steroid use, or professional medical assistance involved. Follow-up attempts were made to gather additional information about the high blood glucose event. The patient later confirmed that the teflon 6mm infusion set had been bent, which may have contributed to the elevated blood glucose. The lot number for the infusion set was documented, and the case was updated accordingly. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.